Manufacturer narrative:
On 25-may-2019, the arjo representative was informed about an event involving maxi move passive floor lift which occurred in fondazione santa augusta located in conegliano, italy. It was reported that during the resident transfer from the wheelchair to the bed (when the patient was raised) the device lifting arm started to move down unintentionally with slow speed. While the device had lowered to the ground, the caregivers were assisting the patient by securing the head and legs. However, the resident hit her head on the base bracket. As a consequence, the patient sustained laceration requiring steri-strips and small hematoma treated with ice. The injuries have been assessed as not serious. After the event, the device was evaluated by arjo. The functional test did not reveal any fault. The event could not be recreated. The customer complaint could not be confirmed. There were no issues with the lift that could cause reported unintended movement, as reported in the complaint. The device was working according to manufacturer's specification. Despite the effort made and test performed to duplicate the reported issue, arjo technician could not determine the cause. A customer did not indicate that the lift might have been lowered upon an obstruction which blocked its movement, nor electrical fault was detected. For this reason, the exact root cause cannot be explained. In summary, the device played a role in the event as it was used for patient handling during the incident. Although the device was up to its technical specification (as no malfunction that could have caused or contributed to the issue was detected), during the incident the device was reported by the customer to activate lowering function by itself and from that perspective did not meet its performance specification. The complaint has been reportable due to the fact that the patient hit his head on the base cover during the transfer.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694 additional information will be provided upon investigation conclusion.

Event description:
On (B)(6) 2019, the arjo representative was informed about an event involving maxi move passive floor lift which occurred in (B)(6). It was reported that during the resident transfer from the wheelchair to the bed (when the patient was raised) the device lifting arm started to move down unintentionally with slow speed. While the device had lowered to the ground, the caregivers were assisting the patient by securing the head and legs. However, the resident hit her head on the base bracket. As a consequence, the patient sustained laceration requiring steri-strips and small hematoma treated with ice. The injuries have been assessed as not serious.